Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis (kellgren and lawrence grade IV). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (first course, it was reported that the age of the pt at first injection was (B)(6)), on (B)(6) 2004, the pt initiated treatment with first injection of the second course intra-articular synvisc (hylan g-f 20) injection in left knee, dosage regimen not provided. On (B)(6) 2004, the pt received her third synvisc injection. The lot number of synvisc was not provided. On unspecified date in (B)(6) 2004, 40 cc and 15 cc of clear yellow fluid was aspirated from the left knee (left knee effusion). On (B)(6) 2004, the pt underwent total left knee replacement. On unspecified dates in 2004, the pt was treated with betamethasone at a dose of 1.3 cc and xylocaine (lidocaine) at a dose of 1 cc for synovitis of left knee and left knee effusion. The pt had not yet recovered from the event of synovitis of left knee. The outcome for the events of left knee effusion and total left knee replacement was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of left knee was mild, for the event of left knee effusion was moderate and was not provided for the event of total left knee replacement. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related, with the event of total left knee replacement as unrelated and did not provide the relationship with the event of left knee effusion. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).